Manufacturer narrative:
Evaluation summary: no samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the issue experienced by the consumer cannot be determined. Furthermore, this product type uses a foam sheath. The process was also reviewed for tooling cleanliness. Tooling that touches the blades are cleaned at the beginning of each work order, therefore, the potential cause of the reported complaint cannot be determined. (B)(4).

Event description:
A surgeon reported that the date of the event, during 18 surgeries, he had about 5 times metal abrasions in the cut edges. The ophthalmologist is not willing to provide any additional information for the event. No additional information is expected.